Event description:
Although the ave stent is not indicated for treatment of saphenous vein bypass graft lesions, the physician deployed a 3.0mm diameter x 9mm length ave micro stent ii at a lesion in the ostium of a saphenous vein bypass graft. During deployment of the stent, the physician noticed that the stent had not been advanced far enough out of the guide catheter tip and the proximal portion of the stent remained within the tip of the guide catheter. The stent and delivery system were then advanced further into the saphenous vein bypass graft and the stent delivery system was inflated again, within the stent, to 9 atmospheres of pressure. After the second inflation of the stent delivery system, the balloon was deflated, but there was difficulty removing the balloon from the stent. This caused the stent to be pulled from the saphenous vein bypass graft and into the aorta. The stent was subsequently surgically removed from the pt without complication. No further treatment was performed, and there was no add'l clinical sequelae reported relative to the event.